Event description:
It was reported the camera head had parasite. There were no reports of patient harm.

Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of cable unit, the endoscopic image cannot be displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had parasite. There were no reports of patient harm.